Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connecter was twisted by hand and there was no separation observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The event was further described as ¿the patient was unable to disconnect from the tubing without the marine blue part coming loose¿. The patient had to clamp and cut the tubing. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.